Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs, requiring multiple presses before the pump registers the input. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.